Manufacturer narrative:
Olympus (B)(6) were notified of this event for information purposes only. No product will be returned for further investigation as the event occured over 2 years ago. The failure mode is a broken castor, however, no root cause can be determined as neither the workstation or the castor will be returned to olympus (B)(6) for further investigation. The event occurred in (B)(6) 2018 and since this date the wm-np1 workstation has been repaired. This report will be the initial and final report. If any new information is provided the case will be reviewed. Reported in an abundance of caution.

Event description:
The nurse at the facility advised that a wheel (castor) broke off the workstation some time ago. The estimated time of the event is around (B)(6) 2018, however this can not be confirmed. There was no report of injury to patient or user and the workstation was kept upright by the nursing staff. The wm-np1 workstation has been repaired since the alleged date of the event.